Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance- failing plunger force accuracy even after calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/07/2018 to the present date 11/4/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 200266620) for channel error 357 6021 indicated on the source device.

Event description:
It was reported that the device failed preventive maintenance- failing plunger force accuracy even after calibration. There was no patient involvement.